Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown, however, the physician does not believe that the sensor caused or contributed to death.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted on (B)(6) 2019. Two days later the patient went into cardiac arrest and was transferred to a hospital where CPR was administered. Patient remained unresponsive in asystole and resuscitation efforts were terminated. The patient died of a myocardial infarction. The physician does not believe the sensor contributed to the event.